Event description:
It was reported to the biomedical engineer that the external pulse generator (epg) would not capture or pace. The epg was returned for check and repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests. Cosmetic issue found on the keyboard.